Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event and patient weight.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.